Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: neu_ascenda_cath, lot# unknown ,serial#unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. (B)(6). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in italy who received baclofen 2000 mcg/ml at a dose of 96 mcg/day for an unspecified indication for use. It was reported that on (B)(6) 2017 during normal use the synchromed ii system was fully replaced in order to retrieve the therapy effect. Immediately after the partial catheter revision on (B)(6) 2017 (see manufacturer report # 3007566237-2017-03105) the patient started to experience the therapy related issues. The specific symptoms were reported as underdosing symptoms. It was initially reported as unknown if there were any environmental, external, or patient factors that might have led or contributed to the event. In regards to diagnostic testing and troubleshooting the representative referred to the patient¿s previous partial catheter replacement in (B)(6) 2017 (see manufacturer report # 3007566237-2017-03105). Actions taken to resolve the issue ultimately was the replacement of the synchromed ii and portions of two ascenda catheters on (B)(6) 2017. The serial/lot number of both ascenda catheters that were explanted on (B)(6) 2017 remain unknown. At the time of the revision on (B)(6) 2017, the surgeon did not observe any anomalies of the pump or catheters that might have caused or contributed to the event. There were no allegations towards the products or functions of the pump nor the two catheters. The cause of the lack of therapeutic effect was not determined. At the time of the initial report the issue was reported as unresolved, the patient¿s status was reported as alive-no injury. However, since the replacement on (B)(6) 2017 the patient was now receiving therapeutic effect at a dose of 125 mcg/day. The catheter/s and the pump were being returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed it met specification. No anomalies were observed. Catheter segments were returned and were patent. Analysis identified a leak in the returned ascenda near the strain relief/transition tubing region near the connector during the in-line pressure leak test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previous reported catheter codes are associated with the catheter segments returned as all were captured in pli 20. (B)(4) still applied to one unknown catheter (pli 30). It is possible that the unknown catheter segments (of pli 30) were included as analyzed segments within pli 20. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: previously the entire returned catheter was analyzed under pli 20. Analysis was updated now reflecting that the catheter pin connector was removed from the analysis of pli 20 unknown ascenda 1 catheter and placed in pli 30 unknown ascenda 2 catheter. Analysis of the pin connector portion noted no anomalies on microscopic inspection. This portion was patent and passed pressure leak testing. Coding update/clarifications. Pli 30: no longer applies to this pe. 71 now applies. If information is provided in the future, a supplemental report will be issued.